Event description:
While trying to remove the patient's legs from the yellowfin stirrups at the end of the case, the bottom of the bed broke on the left side. The patient slid into a squatting position with loss of support to her pelvic area and her legs were still in stirrups. Surgical staff immediately supported pelvis and legs. Left arm still secured across chest with blanket and right arm was still secured on armboard. Help arrived and the patient was repositioned to supine position. Airway maintained by the nurse anesthetist and the patient was transferred to a stretcher and extubated. Vitals were stable. Anesthesiologist and surgeon were notified. Patient transferred to pacu with vitals stable and report given to pacu nurse. Fetal heart tones in pacu noted to be 139. Patient denied any complaints of pain and was able to move all extremities without complaints.